Manufacturer narrative:
A device history record was unable to be performed as the correct serial number of the lead is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead insulation damage of the rv lead was visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.